Event description:
The customer reported a clear fluid leak of approximately 10ml from diluent pump tubing in a coulter ac·t diff analyzer. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the customer via telephone and had the customer replace both diluent pump tubes to resolve the issue. The customer was to monitor the instrument and call cts back if necessary. No further issues were reported by the customer. Field service was not dispatched to site for this event. (B)(4).